Event description:
"In '05, 10:40am, phlebotomist drew hiv + patient. Upon pulling out needle and capping it, the protective guard split in two allowing the bevel of the needle to pierce through my glove. Phlebotomist immediately discarded the needle, taped the patient, removed my glove and there was blood on my finger. Phlebotomist then informed the phlebotomist lead who informed phlebotomist she saw the whole thing. Phlebotomist scrubbed my hands several times with antibacterial and then we both started making phone calls to find out the proper channels I needed to take to prevent any infection. After the incident occurred, phlebotomist was informed that this has happened before with theses needles. This incident was caused by equipment failure." "The report does not state which hand was stuck or holder that was used at the time of phlebotomy."